Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. The patent was riding a stationary bike at the time of the shock. The device has been implanted for approximately two weeks when the shock occurred. The sensing vector was set to the secondary vector. Later, during testing, the clinic had the patient on the stationary bike but was unable to reproduce the noise. Technical services reviewed the electrograms and suspects that there was fluid ingress into the device header. Technical services advised using a different sensing vector long enough to allow the fluid to dissipate. There were no additional adverse patient effects. The system remains implanted.